Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the bullet was not caught by the device and the suture broke. The bullet remained in the patient and was unable to be removed. The patient's condition was reported as fine.